Manufacturer narrative:
Additional information is being requested from the field. If additional information is received a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited a shock impedance measurement of greater than 125 ohms. There was low intrinsic amplitude and high thresholds observed. Technical services discussed to evaluate the lead. The lead remains in service at this time. No adverse patient effects were reported.

Manufacturer narrative:
If additional information is received a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited a shock impedance measurement of greater than 125 ohms. There was low intrinsic amplitude and high thresholds observed. Technical services discussed to evaluate the lead. The lead remains in service at this time. No adverse patient effects were reported. Additional information was received that the rv lead was surgically abandoned. It was noted that the patients ejection fraction had improved so the pacemaker was programmed off and a subcutaneous implantable cardioverter defibrillator. The lead remains in service. No additional adverse patient effects were reported.